Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. The leads appeared electrically normal. Atrial lead dislodgement was suspected. The patient was seen in clinic on (B)(6) 2018. X ray confirmed that there was no evidence of dislodgement. The device exhibited far r wave and far p wave oversensing. Programming changes were made. The patient was in a stable condition.